Event description:
The customer reported that when the exeter stem was removed from the box, the scrub team noticed that the plastic spigot protector was allegedly bent and that the introducer would not fit on the top. The procedure was completed by inserting the device by manually. There were no delays to surgery or adverse consequences as a result of the reported event.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Thrown away by the customer

Manufacturer narrative:
An event regarding a damaged spigot protector (an exeter stem component) was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned; it was discarded by the customer. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the reported event cannot be confirmed as the affected device was discarded by the customer account. However, upon review, it was identified that nc was opened for a fractured spigot protector from the same spigot batch number, 007220001000. Consequently, this event was added to the scope of nc for further investigation.

Event description:
Update: the representative reported that upon checking the theatre book it shows that this implant was not put in the patient. The customer opened another one and implanted this instead.